Manufacturer narrative:
Reported event of the device being noisy and hot is confirmed. The device was not overdue for preventative maintenance. The device failed the heat test, and the rotor was found stuck in the cast stator. Preventive maintenance was completed as part of this repair order. The device was repaired, tested and met all specifications. The root cause cannot be determined, however, based upon evaluation, and the IFU the likely cause of this event was was overuse leading to device failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. A two-year review of complaint history revealed there has been a total of 79 reports, regarding 83 devices, for this device family and failure mode. During this same time frame 3,735 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.02. Per the instructions for use, the user is advised rotation of handpiece usage per day will assist with proper performance. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill device was ¿noisy and hot¿ in a non-surgical event on 28jan25. There was no patient involvement and no report of injury or impact to any user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill device was ¿noisy and hot¿ in a non-surgical event on 28jan2025. There was no patient involvement and no report of injury or impact to any user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.